Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the first firing was completed without any problems and the staples were formed properly. As the cartridge was very hard to remove from the jaw, the doctor removed the cartridge forcibly. However, the cartridge pan was remained in the jaw, so the second cartridge could not be loaded into the jaw. Reinforcement product was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.